Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was recording possible electromagnetic interference on the ventricular and atrial electrograms. The shock electrogram was clean. A guidant technical services (ts) consultant discussed that the patient should use caution being around pool pumps. No pacing inhibition was reported. Additional information was received that there was noise on all 3 channels and the source was likely an improperly grounded pool pump. The noise did result in pacing inhibition.